Event description:
The patient reported exposed and frayed wires and sparking of the power supply the patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.